Event description:
It was reported that the patient was experiencing discomfort. Upon device interrogation, the patient was experiencing diaphragmatic nerve stimulation from the lead resulting in discomfort. The patient was brought into procedure and the lead was repositioned successfully. The patient was stable post procedure.